Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer was unable to rewind the pump they were hospitalized due to high blood glucose on (B)(6) 2018 with blood glucose level was above 519 mg/dl. Customer has copd, asthma and congestive heart failure, has kidney disease. The customer was treated with manual injection. Customer also faced problem was alleging pump was under delivered. The insulin pump will not be returned for analysis.